Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported tear in artery, physical limitations, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava/organ perforation, deep vein thrombosis, occlusion, caval thrombosis, tear in artery, physical limitations and depression. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular due to pulmonary embolism. Patient is alleging vena cava perforation, organ perforation, deep vein thrombosis and caval thrombosis. Patient is further alleging tear in artery, physical limitations. Report from venogram: "a 5 french kumpe catheter was passed to the sheath. Venography revealed patent veins in the left leg to the level of the common femoral vein, which was occluded by thrombus. Thrombus was present from the level through the external and internal iliac veins, and thrombus is also present in the inferior vena cava, below the filter. A small presumed thrombus was also apparent to the top of the filter incidentally noted was perforation of the vena cava by some of the filter legs." "Left lower extremity dvt extending from the groin to the inferior vena cava. 2. Right lower extremity dvt extending from just above the popliteal vein to the inferior vena cava. Thrombus in the inferior vena cava below the vena cava filter. 4. Small thrombus attached to the top of the inferior vena cava filter. Perforation of the vena cava by several of the legs of the vena cava filter review of a CT from 2 days earlier reveals perforation by all 4 of the larger legs, with no apparent damage to adjacent organs or bleeding." Report from CT: "in the abdomen, patient has ivc filter turp. Scattered thrombi in the distal ivc, the bilateral common iliac veins, external iliac veins and bilateral common femoral veins. The distended and thrombosed left common femoral vein simulate loculated fluid collection in the left groin as suggested in recent testicular ultrasound."